Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 447 mg/dl. Patient's current blood glucose value: unknown. Customer was very disappointed because the insulin pump was not alarming, vibrating, or beeping when it was under on suspend mode. The customer treated with a bolus. Troubleshooting was declined. The device is not expected to be returned for analysis.